Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7290346. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, the patient came to our hospital for treatment due to head trauma. Air leakage was found during normal use of the closed vein indwelling needle, and the indwelling needle was immediately replaced. There was no adverse effect on the patient and no combined use of instruments.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, the patient came to our hospital for treatment due to head trauma. Air leakage was found during normal use of the closed vein indwelling needle, and the indwelling needle was immediately replaced. There was no adverse effect on the patient and no combined use of instruments.